Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch was updated with the correct catalog number.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4) which could affect the interpretation of results. The reporter performed a display check and the display was incomplete. The reporter only saw 3 vertical lines on the meter display. There were segments missing in the result field of the display. No adverse events were alleged to have occurred. The reporter's product was requested for investigation and replacement product was sent to the reporter.